Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was provided on 07/31/2018. Further contact was made with the patient's mother and she stated that the results of the x-ray images performed on (B)(6) 2018 displayed several metallic objects retained in the patient's abdomen. The patient's clinician reported that they had removed 3 wires with 4 remaining. The clinician stated that each foreign object was sub-cutaneous and none of them appeared to be intra-abdominal or peritoneal. At the time of further contact, the patient did not report any issues or symptoms since the wires were removed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the patient¿s mother contacted dexcom on (B)(6) 2018 with additional information regarding the missing sensor wire. It was indicated that the patient was experiencing tenderness at the sensor insertion side and was brought to a medical clinic to have x-rays performed. The patient¿s mother results of the x-rays were not provided at the time of contact. No additional patient or event information is available.